Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/26/2024, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke inside the patient. All the broken fragments were removed, and the case was completed using a new ar-1934bcf-2 biocomposite suturetak. This was discovered during an ankle ligament repair procedure on (B)(6) 2024. Additional information received 3/29/2024: the case was delayed fifteen minutes; however, additional anesthesia was unnecessary.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, suturetak, ar-1934bcf-2, batch 15014658, was returned for investigation. Visual inspection identified that the anchor was damaged. It was broken on both the distal and proximal end and the threads were damaged. It was not returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to use error of the device due to excessive force used on the device. Per dfu-0054-eo; revision 5: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.